Event description:
It was reported that the system would not display any images and kv goes to max. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse and repaired the camera connector. The system operates as intended.